Manufacturer narrative:
The insulin pump was received motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received repeated motor error alarms. Customer stated the alarm occurred seven times in one day. Customer's blood glucose was 437 mg/dl. The customer was treated with a manual injection. The customer stated the drive support cap was flush. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.